Event description:
It was reported that the procedure was performed to treat a lesion in the obtuse marginal (om) coronary artery with moderate calcification, moderate tortuosity and 90% stenosis. The 2.0x12mm mini trek balloon dilatation catheter (bdc), which was prepped per instructions for use, was advanced with resistance noted from the anatomy. The bdc was inflated once to 10 atmospheres (atm) when it ruptured. An nc trek bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the bdc interacted with the moderately tortuous, moderately calcified and 90% stenosed lesion resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.